Manufacturer narrative:
Update: the customer was released from the hospital 3 days later. When asked whether they experienced any permanent injury from the event, the customer indicated that their feet were still numb, however they hoped that it was not permanent. The customer was also scheduled to meet with their healthcare provider to check organ function within a few days. The customer was off of the pump (temporarily), and was using insulin pens, however they were expected to start using the pump again next day. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels (651mg/dl) and diabetic ketoacidosis. Reportedly, the customer's bg levels started going high in the morning. The customer changed out the site/ tubing, however bg levels continued to elevate. The customer was admitted in the intensive care unit (ICU) and treated via intravenous insulin and fluids. The customer was still hospitalized during the call into tandem\'s technical support, however treatment looked promising as bg levels had dropped down to the approximately 200 mg/dl.